Event description:
Ous MDR during ventricular threshold test programmer stopped working. When tested the following week with a difference programmer, the pacemaker has reset to vvi.

Event description:
Ous MDR during ventricular threshold test programmer stopped working. When tested the following week with a difference programmer, the pacemaker has reset to vvi.